Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided anti-tachycardia pacing (atp) therapy to convert an arrhythmia. Review of episode noted the rhythm was detected in the ventricular tachycardia (vt) vt-1 zone at 169 beats per minute (bpm). Therapy was noted to be potentially inappropriate for atrial arrhythmia. A total of six bursts of atp were delivered, followed by a 31j (joule) shock therapy. No further therapy programmed in the zone. There was also a loss of capture (loc) observed at times and the presenting electrogram (egm) shows the arrhythmia continued with intervals falling outside of detection. Lead measurements are stable, and battery longevity is normal. The ICD remains in service and no adverse patient effects were reported.